Manufacturer narrative:
Eval results pending analysis of the product.

Event description:
It was reported that the image on the monitor was black and white. During troubleshooting, the unit was cross tested and the issue was isolated to the baton. No pt injury was reported.